Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 half height main had failures on row b. The field service engineer had reseated the pyxis bus cable, drawer board components, and row board cable. The station was rebooted, and hardware functionality was verified using the application, pyxibus cable was reseated then tested, confirming that latch and position sensors, as well as cubie operations, were working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were failed and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.